Event description:
It was reported that the user disconnected from the ilet pump for several hours and subsequently experienced hyperglycemia. Troubleshooting support was provided to apply a new sensor and perform a supply change, and no device component was implicated. Symptoms included hyperglycemia with insufficient information provided for further clinical details. Outcomes included a delay to treatment or therapy due to the interruption of insulin delivery. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with not reverting to alternative therapy once the ilet stops dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.